Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device display was not on and the red indicator light was illuminated. There was no patient use reported with the event. During evaluation physio-control noted the device failed to power up. In this state the device may not be able to deliver defibrillation therapy if needed.

Manufacturer narrative:
Physio-control evaluated the customers device, the reported issue was able to be verified and able to be duplicated. It was determined the cause of the issue was power the reported issue was able to be verified and able to be duplicated. It was determined the cause of the issue was power pcb assembly. Further root cause was unable to be determined. No parts were replaced. The customer declined the option to repair. The device was sent back without repairs and the customer was informed not to use the device.

Event description:
The customer contacted physio-control to report that their device display was not on and the red indicator light was illuminated. There was no patient use reported with the event. During evaluation physio-control noted the device failed to power up. In this state the device may not be able to deliver defibrillation therapy if needed.